Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 rf head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The programmer powered up with an error; the hard drive was found out of electrical specification.

Event description:
It was reported the programmer does not start up. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.